Event description:
The customer reported that an 840 ventilator stopped cycling. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and updated the software level. No parts were replaced. The unit passed extended self-testing.